Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that there was an external disconnection; external wire came unplugged. The cause and/or contributed to the disconnection was the patient accidentally disconnected. The cable came out the patient (pt) accidentally pulled the wires this morning. The patient was asked to reconnect the wires and they were able to attach the cable twice and opened the programmer they got no leads attached to cable. The issue was not resolved and it was still ongoing.